Manufacturer narrative:
Unit received with constant rf pic failed selftest alarm and unable to communicate to bg meter due to a faulty y1 on the rf board.

Event description:
The customer reported via phone call that insulin pump had not working. The blood glucose at the time of the incident was 376 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.